Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 in dwell 1. The home patient (hp) had left both unused supply line clamps open causing the 2240. The event occurred during use and the solution was provided over the phone. The patient was connected. There was no injury or medical intervention has been reported.